Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ number 14 states, ¿postoperative bone fracture and pain.¿

Event description:
It was reported that patient underwent hip revision procedure to remove competitor product and implant biomet acetabular components on (B)(6) 2013 for an unknown reason. A subsequent revision procedure was performed on (B)(6) 2013 due to pain, instability and dislocation. The surgeon removed and replaced all components with competitor femoral components and biomet constrained acetabular components.